Manufacturer narrative:
A correlation between the device and the reported elevation in the patient¿s lactate dehydrogenase level could not be conclusively determined. Pump power elevations were confirmed through a review of the submitted system controller log file; however, a root cause for the power elevations could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 23 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a steady increase in lactate dehydrogenase (ldh) levels. There were reportedly no clinical signs of hemolysis. System controller log files reviewed by the manufacturer's technical services representative showed a slow increase in pump power over time. The patient was reportedly asymptomatic and was discharged on (B)(6) 2016. On (B)(6) 2016, the patient was reportedly doing fine with no signs or symptoms of hemolysis. The patient's ldh level was 864 u/l and plasma free hemoglobin was less than 5 g/dl. Thromboelastography (teg) and platelet mapping were done but the results were not yet known and not provided. The patient was on triple therapy with aspirin, coumadin, and effient for stents pre-lvad. No changes to pump parameters were made. On 07/06/2016, a ramp transthoracic echocardiogram (tte) showed that the aortic valve was still opening at 10,800 rpm. The patient's ldh went down to 500 u/l. There were no symptoms of heart failure or hemolysis reported. The patient continues on aspirin 325 mg daily, effient and warfarin with an inr goal of 2.5-3. It was reported that this course would be maintained with weekly lab work. As of 07/14/2016, the patient was reportedly stable at home. No further information was provided.